Manufacturer narrative:
(B)(4).

Event description:
The patient reported uncomfortable stimulation/overstimulation/zapping, which was related to positional movement. There were no falls or trauma related to the reported issue. The patient programmer showed stimulation was on. The patient tried to increase or decrease the stimulation, but it did not resolve the issue. The patient turned stimulation down to 0.0 volts, then off. The patient experienced pain down their back. They would get zapped when they coughed and not in any other body position. The patient had not turned the stimulation down to 0.0 volts on all programs and was not off, so they continued to get zapped. The rate was decreased to lowest allowed and the implantable neurostimulator (ins) was turned off. The patient was redirected to their hcp. The patient outcome was unknown. The indication for therapy was failed back surgery syndrome. If additional information is received, a follow-up report will be sent.